Event description:
A site representative reported that, while in a cranial procedure, the system was intermittently tracking the pt reference frame and probe during navigation. The surgery was completed without use of navigation. No harm to the pt was reported.

Manufacturer narrative:
A replacement computer has been ordered. No parts have been replaced in the system or returned to the manufacturer for evaluation at the time of this report.

Manufacturer narrative:
The system performs as expected, system navigation is fully functional during testing 2 usb internal cables were noted to be defective (physical defects). The usb jacks on the top row were missing. The nuts in the case had pulled out of the housing of the usb jack.